Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. No stylet was returned. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Lead accessory test/stylet test revealed the stylet was able to be advanced and retracted without difficulty. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during the implant procedure, the stylet would not advance through the lumen of the lead. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.